Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj. And the franklin lakes FDA registration number has been used for the manufacture report number. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: b4h31r7, medical device expiration date: 2026-10-31, device manufacture date: 2022-01-05. Medical device lot #: c4c39c3, medical device expiration date: 2027-02-28, device manufacture date: 2022-06-08. Medical device lot #: c4f19e7, medical device expiration date: 2027-04-30, device manufacture date: 2022-07-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade. The foreign matter event affected 935 devices. The following information was provided by the initial reporter. The customer stated: "foreign matter (dirt) was found from three lots."

Event description:
It was reported when using the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade and molding defects. The foreign matter event affected (B)(4) devices from 3 different lots. Molding defects affected (B)(4) devices from lot# b4h31r7 and c4c39c3. The following information was provided by the initial reporter. The customer stated: "foreign matter (dirt) was found from three lots." Additional defects found from investigation.

Manufacturer narrative:
The following fields have been updated with additional information: b.5. Describe event or problem: it was reported when using the bd microtainer® contact-activated lancet there was foreign matter on device needle/blade and molding defects. The foreign matter event affected (B)(4) devices from 3 different lots. Molding defects affected (B)(4) devices from lot# b4h31r7 and c4c39c3. The following information was provided by the initial reporter. The customer stated: "foreign matter (dirt) was found from three lots." Additional defects found from investigation d.10 device available for eval? Yes. D.10 returned to manufacturer on: 10-mar-2023. H.6 imdrf annex a additional code: a0406 and a0404. H.6. Investigation summary: bd received 1052 samples for investigation. The samples were evaluated by visual examination and the following failure modes were observed; lot# b4h31r7 five lancets with a gap between the rear cap and shield, fifteen lancets with stains, and 9 with molding defects. Lot# c4c39c3 twenty-nine lancets with stains, and seven lancets with molding defects. Lot# c4f19e7seven lancets with stains. Additionally, retention samples from bd inventory were evaluated by visual examination and the following failure modes were observed; lot# b4h31r7 two lancets with molding defects and one lancet with a damaged shield. Lot# c4c39c3 no defects found. Lot# c4f19e7 one lancet with a damaged shield. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes foreign matter and molding defect. Bd has initiated further root cause investigation relating to the issues of foreign matter, damaged shield, improper assembly, and molding defect through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.